Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694765 implantable tachy lead, (B)(6) 2004; 407645 implantable pacing lead, (B)(6) 2004.

Event description:
It was reported that there was early battery depletion and that there was high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: evaluation summary: analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.